Manufacturer narrative:
Device used for treatment and not diagnosis. As noted in prior complaints, improper assembly of the instrument, not fully seating the insert, by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. The breakage noted on the returned part is consistent with that expected if the device is assembled incorrectly as noted. The design risk assessment was reviewed and was found to be adequate for the intended use.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found. The product conformed to all requirements. Placeholder.

Event description:
During a l4-l5 plif procedure, the threaded internal bushing/plastic threads of the matrix threaded persuader broke during the reduction. The broken parts were contained in the persuader. The surgeon did not use an alternate persuader. The surgeon achieved reduction with distraction. There was a twenty minute delay in the procedure. The procedure was completed. There are two parts, left side and right side, they come as a single set you use both together. Both devices broke in this procedure. This is 2 of 2 reports for the same event.